Event description:
It was reported that the right ventricular lead exhibited loss of capture. An x-ray confirmed that the lead had dislodged. The lead was explanted and replaced. The patient's condition before and post procedure was stable.